Event description:
Taxus express2 clinical study. It was reported that after a coronary artery stenting procedure, the pt experienced a target vessel reintervention (tvr). The lesion being treated was 3.50mm, 75% stenosis, 20.0mm long portion of the proximal left anterior descending (lad). The physician treated the lesion with a placement of a 3.50x20mm taxus express2 stent at 10atms. Post-dilatation was performed with another balloon and was dilated to 6atms. Post-procedural intravascular ultrasound (ivus) was not performed and the target lesion diameter stenosis became 25%. The pt was discharged 10 days later. In 2008, the pt was hospitalized and it was confirmed that the target lesion was stenosed outside the stent which was previously implanted. A tvr was performed 6 days later on the target lesion being treated which was 2.75mm, 90% stenosed and 16.0mm long portion of the mid lad. A percutaneous coronary intervention (pci) was performed and a 2.75x16mm taxus express2 was implanted overlapping with the previous stent. The stent was well apposed. The procedure was completed successfully and the pt was discharged 19 days later on bayaspirin. No further injuries or complications were reported.

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. The mfg records were reviewed and no issues or discrepancies were found and the device met all specs. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu.